Event description:
Analysis of the flashcard was completed on 02/23/2015 and it found no anomalies were identified. The flashcard and software performed according to specifications. Analysis of the handheld computer was completed on 02/23/2015 and no anomalies were identified. The handheld computer performed according to functional specifications.

Event description:
It was reported that the physician was experiencing problems with the handheld. It was reported that the "program" button would work occasionally, but not all of the time. A new programming computer was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld was received on 02/02/2015 and is currently undergoing analysis.

Manufacturer narrative:
.